Manufacturer narrative:
Product complaint # (B)(4). Reporter is a synthes rep. A review of the device history record. Device history lot: part # 03.221.015, synthes lot # p094842, supplier lot # p094842, release to warehouse date: 27 may 2011, supplier: pioneer surgical technology, no ncr's were generated during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary background: it was reported on an unknown date, a trigger handle for cable cutter and a cable tensioner with pistol grip were received with an unknown malfunction. There was no patient involvement. This complaint involves two (2) devices. The investigation was performed at (B)(6). Flow: damage visual inspection found corrosion on the thumb release (407-230) along with a broken ratchet tooth. Corrosion was also found present on the cam shaft (408-143) and on the ratcheting teeth where it rests next to the thumb release. Dimension inspection: it could not be performed due to the condition of the returned device. Document/specification review 03_221_015 rev a and c. A review of past complaints has determined that from 1 /01 /2017 to present, this is the only complaint received that pertains to corrosion and/or broken ratcheting teeth for this part number (03.221.015). A DHR review was conducted and found that the device met manufacturing specification prior to shipping. Conclusion: a definitive root cause could not be determined, it is likely that the complaint condition occurred due to the cumulative effect of routine use during its 8+ year lifespan. Regarding rust, it is possible that the device is worn from repeated use and servicing therefore, further investigation for the reported complaint device is not required. Further investigation will also not be performed at this time as the risk associated with this occurrence is low for both patient and user. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities during. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, a trigger handle for cable cutter and a cable tensioner with pistol grip were received with an unknown malfunction. There was no patient involvement. This complaint involves two (2) devices. This report is 1 of 1 for (B)(4).